Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low sensing and loss of capture. No other electrical anomalies were observed. Patient occasionally experienced shortness of breath due to low sensing. The lead was explanted and replaced successfully. The patient was doing well and would continue to be monitored with routine follow up.